Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been carefully analysed. The available impedance trends showed a stable pacing impedance about approx. 650 ohms between (B)(6) 2015 and (B)(6) 2016 with subsequent decrease down to 300 ohms. Additionally the shock impedance was slight varying around 80 ohms between (B)(6) 1015 and (B)(6) 2016 with a subsequent decrease down to 60 ohms. Furthermore the provided iegms confirmed the presence of noise on the rv as well as the ff channel which led to vf detection as mentioned in the complaint description. However, in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of about 18 months, oversensing, a decrease of stimulation impedance and elevated threshold values were reported. The lead was explanted but not returned to biotronik. No adverse patient side effects have been reported.